Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09138. The pt is implanted with two totally implantable pulse generators. The generators are located in the thoracic and the cervical regions. It has been reported the pt has been experiencing difficulties turning off both of the ipgs with the magnet. Sjm representative ensured the magnet mode is turned on for both of the devices. The pt is able to turn on and turn off the ipgs using her pt programmer. The pt also reported one of her ipg spontaneously turns off in the middle of the night which she then turns it back on using the pt programmer. The pt indicated she has an older model mattress that inflates and deflates as needed. The pt's husband also uses a CPAP machine. It is being considered the electromagnetic interference from the mattress or the CPAP could be causing the magnet to be non-functional. The pt has ben sent a stronger replacement magnet in attempt to resolve the issue.